Event description:
The customer reported an e226 scope communication error and an image failure during inspection for use with an olympus gynecologic laparoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.